Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg would not communicate after an unrelated hip surgery. The patient had stimulation prior to the surgery. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.